Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the pads appeared to be stuck together when the packaging was opened. Complainant also indicated that the puck appeared to be in the incorrect position. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The pads which were used at the time of reported event was returned for evaluation. The pads that were received in a biohazard bag were found to be adhered to each other. It was observed that both pads were slightly torn in different locations. Further inspection of pads indicated presence of foreign substance and hair on both the pads. The evaluation of retained samples of the same lot number 2618 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Therefore, due to the condition of the pads received and no pictures provided the reported event could not be confirmed. Trend is associated with reports of this type.